Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of event information. Upon assessment of the event "will not auto restart after a downstream occlusion alarm" it was determined that the related malfunction is unlikely to cause a substantial risk to the patient. Therefore this does not meet the criteria of MDR reportability. Manufacturer report number 1314492-2016-00328 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to auto restart after the pump alarmed downsteam occlusion during preventive maintenance testing. It was also reported there was no patient involvement.